Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed electromagnetic interference (emi) oversensing noted on the implantable cardioverter defibrillator (ICD). This was suspected to be caused by the patient¿s left ventricular assist device (lvad). No changes or intervention was reported. There were no patient consequences.